Manufacturer narrative:
Philips service replaced the tube and detector and restored device functionality through calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that 3d image unclear, unusable for diagnosis and treatment on a allura xper fd20/20 or table. The clinical use of the system was in use. There was no reported patient or user harm.